Event description:
It was reported that thoracic surgeon and pa were completing vats wedge resection using ec3d60c. When firing across the parenchyma using er60g, they noticed the staples were not properly formed and appeared as quill-like protruding externally from the tissue. They did not fire across existing staple lines when it occurred. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what happened with the other rows of the staple line? Were all staples fired from the reload? Do you have photos of the other staple lines that you could share at productcomplaint1@its.jnj.com with the excise tissue, was anything abnormal noticed with the staple line? Did the tissue have any unique characteristics as fibrous or thick? Was the device difficult to close? Did the account cross staple lines while shooting? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.